Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation. Since data was provided, the opinion of a medical expert was sought and stated as follows: « unfortunately, in this case there is no possibility to tell the cause of the infection without any further clinical information. » more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
It was reported that there was a revision surgery performed using the blueprint planning feature. The revision was due to an infection. Perform reverse glenoid and djo stem were removed and an antibiotic spacer was implanted.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation. Since data was provided, the opinion of a medical expert was sought and stated as follows: « unfortunately, in this case there is no possibility to tell the cause of the infection without any further clinical information. » more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a revision surgery performed using the blueprint planning feature. The revision was due to an infection. Perform reverse glenoid and djo stem were removed and an antibiotic spacer was implanted.